Event description:
Add'l info rec'd from rptr 2/19/2002: advertisment claimed certain cosmetic results for one treatment. Results were not achieved after being checked by dr 4-11-01. Three months later dr allowed second n-lite treatment, negative results. Two months later, another attempt by a lady assistant, negative results. A month later, dr did another treatment, negative results.

Event description:
The consumer received a laser treatment for wrinkle reduction into face by dermatologist and 90 days after the procedure was done, they did not see an improvement in face as promised and expected. The medical device which made the collagen was nlite. According to consumer the dermatologist said other people had reported similar problems, and dr suspected it could be a malfunctioning of the device.

Event description:
Add'l info rec'd from rptr 2/15/02: rptr had laser treatments. They were told that they would be improving within three to six months after one treatment. After eleven months and four treatments, they cannot see any significant change in facial appearance. Therefore, they are making a request for the refund of the money spent on these treatments, 2475.00 for the n-lite laser and 253.oo for kinerase, which they were told to use in conjunction with n-lite.

Event description:
Add'l info rec'd from rptr 2/15/02. Rtpr had 4 laser treatments. They were told that they would be improving within three to six months after one treatment. After eleven months and four treatments, they cannot see any significant change in facial appearance. Therefore, they are making a request for the refund of the money spent on these treatments, 247500 for the n-lite laser and 253.00 for kinesase), which they were was told to use in conjunction with n-lite.